Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff was implanted in a patient for the endovascular treatment of a 53.5 x 57 mm abdominal aortic aneurysm. It was reported during the index procedure when implanting the aortic cuff the supra-renal stents of the aortic cuff opened and the delivery system was removed. Under fluoroscopy it was then observed that the suture on the graft positioned on the patient¿s right side of the supra-renal stent graft had come off after two bare stents interacted with each other while crossing. The position where the bare stent was removed was checked carefully with no parts appearing to be stuck. It was reported that the cuff remained implanted with no intervention performed on the stent where the bare stent was detached. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.